Event description:
The pt reportedly experienced loss of sound. External equipment was exchanged, however, the issue was not resolved. Testing revealed the device was non-functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.